Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test, and motor test. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error three times within a half hour, while the customer was trying to deliver a bolus. The customer was advised to change the battery, which cleared the alarm. At the point the customer successfully delivered a bolus the customer's blood glucose was 10 mmol/l. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. The customer was advised to revert to a back up plan and the customer stated that they have another, spare, insulin pump that they can use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).